Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On 12/17/2025, it was reported that the patient experienced inaccurate cgm values. The reporter called in to request for a transmitter as the patient loss one yesterday when he was at the hospital. According to the reporter, the patient was at the hospital due to inaccurate reading but could not provide any information as to what the number was shown on the cgm. When the patient arrived at the emergency room (ER), a nurse took a bg reading which was 500 mg/dl but there was no cgm value provided. Both could not provide clear information as to what happened since the reporter said that they have to call 911. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.